Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements after the patient had undergone a cardiac surgery. Lead dislodgement was suspected, so the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was not expected to be returned.